Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had power error. Customer's blood glucose level was 145 mg/dl. It also stated that troubleshooting was performed. Customer will be returned device for analysis.

Manufacturer narrative:
Pump error 25 due to connector resistance issue. Device received with normal operating currents.